Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet® catheter was selected for a thrombectomy procedure. After 2 minutes of use, the device stopped. This issue persisted. The procedure was completed with a different catheter and it worked fine.